Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation for several times at 28 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation for several times at 28 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6). H6. Evaluation conclusion codes updated.